Event description:
It was reported that a double beep no cassette was experienced during testing. No patient injury.

Manufacturer narrative:
Device evaluation: one pump sample was received at manufacturing. Visual and functional testing was performed on the returned sample. Visual inspection confirmed that the sample was all intact as received. Functional testing included running the pump for 2 minutes, 30.40 seconds while the pump alarmed at 2 minutes, 30.51 seconds. A battery loss alarm test was performed. Results: the customer reported problem of a double beep no cassette was duplicated. Fluid ingression on the downstream sensor caused the double beep. The downstream sensor was found to be defective upon investigation. Replacement of the downstream sensor is required. Errors for high pressure and no disposable messages were found in the event history log. Root cause of the reported problem was determined to have originated with the customer. A device history record DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: d1: correction: brand name: cadd legacy plus, d4: correction: model number: 6400, d5: correction: operator of device: unknown, e4: correction: no.